Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that the plastic and silicone portions of the cannula separated from the metal portion while the cannula was in the eye, and that a second cannula was leaking significantly laterally through the plastic fenestrations on the side of the cannula during the same case. The surgery was completed after replacing the cannulas with another one. The procedure type was unknown. There was no information about patient impact. Additional information was requested but none was received till date. This report pertains to the trocar cannula involved for this complaint.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the component lots traceable to the reported lot. Two nonconformances were found for hub separated from cannula and silicone nib not in window and hub cannula separated from cannula these non-conformances could have potentially contributed to the reported event. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Within the non-conformance review, two additional non-conformance record related to the reported event has been identified for hub and cannula separated issue and silicone nib not in window. A nonconformance investigation is currently underway to evaluate the investigate the trend identifies for trocar hub and cannula separation. All trocar cannula/hub assemblies undergo 100% inspection to detect any damage or defects. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.